Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.

Event description:
On (B)(6) 2026, a 70-year-old male with a history of gastrointestinal stromal tumor (gist) underwent a second histotripsy procedure targeting a hepatic lesion in segment v, consisting of three overlapping treatments for debulking of a 10 cm lesion (total estimated planned treatment volume (ptv) of 100.5 cc). The patient's medical history is significant for congestive heart failure (chf), diabetes mellitus, and end-stage renal disease on dialysis. Post-procedurally, the patient experienced oxygen desaturation in the post-anesthesia care unit, and imaging demonstrated pulmonary edema. The patient was admitted to the ICU, kept overnight for observation, subsequently stabilized and was discharged. The treating physician attributed the edema to a combination of potential overload of peri-operative fluids, anesthesia protocol (including possible hypercapnia or narcotic effect) and premature removal from intubation. According to the treating physician, the event was not related to the device or site of histotripsy.